Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered a single burst of anti-tachycardia pacing (atp), which led to an increase in the rhythm of the arrhythmia from the ventricular tachycardia (vt)-1 zone to the vt zone. Following this, two additional bursts of atp were administered, resulting in a reversion of the rhythm to the vt-1 zone. Subsequently, four bursts of anti-tachycardia pacing were delivered, ultimately terminating the arrhythmia. This device remains in service and no adverse patient effects were reported.